Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced while running a loaded set. It was observed that the upstream sensor had low fluid numbers. Cracks in the tail pins of the ultrasonic flex led to a drop in the fluid numbers. Low ultrasonic readings can make the device alarm false air in line. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed the air in line message. It was also reported there was no patient injury.